Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (inability to open the clip) was confirmed via returned device analysis. The harness was observed to be jammed below the binding plate. The tip of clip introducer was noted to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and the reported difficult to open or close (inability to open clip) appears to be cascading effect of observed mechanical jam. The cause for observed jam and clip introducer tear could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional device is being filed under separate medwatch report.

Event description:
This is being filed to report torn material. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted sub-optimal transseptal puncture. The first clip was successfully deployed. Then when advancing the second clip delivery system (cds) into the steerable guide catheter (sgc), loss of fluid column was observed and air entered the outside part of the sgc. Additional aspirations were performed and both the cds and sgc were removed from the patient. The devices were inspected and it was observed that the hemostatic valve of the sgc was cracked which resulted in air leakage, and the clip would not open. Therefore, the procedure continued with a new sgc and a new cds. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis of the cds identified the clip introducer material was observed to be torn. No additional information was provided.